Event description:
A malfunction alarm identified as malf 12 was reported with the pump, and the customer noted at least three occurrences. There was no reported impact on the customer's blood glucose level. Technical support decided to replace the faulty pump, and the customer was instructed to use a backup insulin pump to ensure continuity of insulin delivery. The customer was guided on how to prepare the faulty pump for return and instructed to ship it back within 10 days.